Event description:
The customer alleged that about one cup of cidex opa spilled on the carpet at their facility. There were no human reactions and that no one touched the spilled liquid. The asp customer care reviewed and faxed spill information provided on the msds to the customer.

Manufacturer narrative:
Solution spill.